Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (4 mg/ml at 0.800 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient's pump was flipping in the pocket found during an examination (B)(6) 2015. The patient reported increased pain on (B)(6) 2015. It was noted the patient complained of an acute change in analgesia. A catheter access port (cap) contrast study on (B)(6) 2015 was found to be normal. The clinician concluded there was a catheter kink secondary to the pump flipping in the pocket. The device diagnosis was pump inversion. The pump was repositioned on (B)(6) 2015. The outcome was noted as resolved without sequelae on (B)(6) 2015. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was updated to resolved without sequelae on (B)(6)2017. Interventions included explanted/not replaced the pump on (B)(6)2017. The device disposition was unknown. Surgical intervention of the catheter occurred on (B)(6)2017 where the catheter was revised. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.